Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found the 4k output port needs to be replaced. The hv1000 integration system subject of the report event has been removed from service and is pending repairs. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the monitor connected to their hv1000 integration system was flickering during a patient procedure. The procedure was completed successfully following a short delay as the monitor had to be re-routed to resolve the issue. No report of injury.

Manufacturer narrative:
The technician replaced the 4k output port, tested the function and operation of the unit, confirmed it to be operating to specifications, and returned it to service. No additional issues have been reported.